Event description:
It was reported that an expired product was received.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired implant received. Probable root cause: design validated shelf life too short, application, distribution inefficient, sat too long in inventory before being shipped to customer. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that an expired product was received.